Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8269727. Medical device expiration date: 2020-10-31. Device manufacture date: 2018-09-26. Medical device lot #: 8243889 medical device expiration date: 2020-09-30. Device manufacture date:2018-08-31. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that regen¿ tht® nc: 1.0ml tubes have defects. This occurred on 3010 occasions before use. The following information was provided by the initial reporter: 2159 tubes of one lot and 851 tubes of another were not compliant. Several usual damages could be observed (as has happened before with these tubes).

Event description:
It was reported that regen¿ tht® nc: 1.0ml tubes have defects. This occurred on 3010 occasions before use. The following information was provided by the initial reporter: 2159 tubes of one lot and 851 tubes of another were not compliant. Several usual damages could be observed (as has happened before with these tubes).

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.